Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the device found that the screw had fractured proximally to the head and proximal screw thread end. The device was further inspected using sem analysis. The macrographic analysis found that the device demonstrates torsional overloading while contacting a hard surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. As per package insert, this is a known inherent risk of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4).

Event description:
It was reported screw fractured at the shaft during surgery. No pieces were left in situ, no harm or injury to patient.